Manufacturer narrative:
Patient information and product information were not provided. It is impossible to determine the manufacture date without the product information.

Event description:
A health care professional stated they ran a patient test on a1cnow kit and the reading was 11%. The lab test was 8.1%. The difference between the tests could be clinically significant. Replacement product was not sent.